Manufacturer narrative:
A review of the device history records of the specimen device was not possible due to the lack of lot traceability. We are awaiting return of the device for analysis.

Event description:
Per fax: non-compliance of guides seen at the opening: two units of the same lot are found cut at the level of "j". Unusable material; verification of all units in stock in the department, and removal of non-compliant products (2 units).

Event description:
Per fax: non-compliance of guides seen at the opening: 2 units of the same lot are found cut at the level of "j". Unusable material; verification of all units in stock in the department, and removal of non-compliant products (2 units).

Manufacturer narrative:
Added device evaluation and completed evaluation, method and conclusion codes. Changed patient and device codes from those provided in the initial emdr.